Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation an atrial lead warning was noted and that the lead has had low impedances. The lead remains in use. No patient complications have been reported as a result of this event.